Event description:
Patient arrived with power port in place. Accessed port with power port huber needle, easy access with blood return, flushed port with 10cc normal saline. Patient on CT scanner. CT scan completed and patient mentioned to staff that she felt wet near her left axilla. Staff looked and found no cap on side port of portacath huber needle and blood backing out of side port. The cap that was covering the side port was gone. CT contrast was injected into patient as seen on CT scan. Port was flushed again with 10ml normal saline and then heparin. Needle removed without incident. Power injector was used to inject contrast.